Event description:
Customer reported the circuit would not pass the pre-test check until the column was changed out. No patient involvement reported.

Manufacturer narrative:
(B)(6) the sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit failed the pressure decay testing. It was discovered the unit has a leak between the canister and the cap. Based on the investigation performed, the reported complaint was confirmed. The chamber was leaking. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the circuit would not pass the pre-test check until the column was changed out. No patient involvement reported.